Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 49 mg/dl. The customer stated that they were treated with glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not allege insulin pump was over delivering. The auto mode feature was active during the reported event. The device will not be returned for analysis.